Event description:
(B)(4). I've been having really bad pain in my back, stomach, headache and weight gain the pain I feel is so bad sometimes I can't get up from my bed I'm always depress hardly do things I just wish I could spend more time with my family my babies but I'm always so depress and I wish I could just remove it but don't have the money I'm just trying to report this so people don't have to go thru this and family can be happy and stay strong